Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported subclinical corneal inflammation and photophobia post laser assisted cataract surgery. Three months post-operatively prefect vision for distance and near was reported. Strong photophobia was reported. Corticosteroids and non-steroidal anti-inflammatory medications did not improve symptoms. Patient opted to undergo an intraocular lens (iol) exchange from a toric lenses to a monofocal lens in the future. Upon follow up, non-steroidal anti-inflammatory medication was used once a day and helped photophobia symptoms to disappear. Patient has no complaints and is happy with original iol. Subclinical corneal inflammation and light sensitivity were thought to might have been caused by the laser. This is one of two vigilance reports being filed for this facility. The alcon reference numbers are: (B)(4).

Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).